Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected at olympus india. It was confirmed the reported phenomenon and it was found that the water removal ability of the subject device did not meet the standard value due to the clogging air/water nozzle. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] based on the following information, it was presumed that foreign material derived from peripheral devices has clogged the nozzle. According to the inspection results of olympus india, it was confirmed that the air/water nozzle was clogged with foreign material. According to a similar former case, it had been presumed that foreign material derived from peripheral devices has clogged the nozzle. According to IFU, there is the following description. Pre-clean immediately after use for the procedure. There is a possibility that a piece of biological tissue derived from the patient will stick and cannot be completely removed by the reprocess. During pre-cleaning, water is sent to the air supply / water supply channel to remove clogging. Clean the outer surface of the scope using a soft brush / gauze / sponge, being careful not to leave any debris in the nozzle opening. How to send and rinse the cleaning agent to the air supply / water supply channel if it is very dirty or if cleaning is not possible immediately after each case, soak it in a cleaning agent before manual cleaning. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found a sign of insufficient or incorrect reprocessing the subject device because the air/water nozzle was clogged with foreign material. Therefore, the subject device may have been used for the next procedures in that condition. The subject device had been returned to olympus india for repair of the insufficient/low angle of bending and the deformed insertion tube. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon. The subject device is currently undergoing evaluation at olympus (B)(4). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.